Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she had experienced a hypoglycemic event. Before going to bed, pt felt low and ingested some orange juice without checking her bg. Pt's husband was awaken by cgm's "low" alert and discovered seizing pt in bed. The paramedics were called and they administered glucagon to pt whose bg was measured at 17 mg/dl. The pt was revived and her bg was measured at 150 mg/dl before the paramedics left her bedside. Cgm functioned according to specifications, alerting pt of a "low" (cgm does not report values below 40 mg/dl). At the time of her call to dexcom technical support, pt reports feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.